Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the patient is 131 mg/dl. Customer treated with manual injection. The customer experienced vomiting and unable to get up. The customer stated that they had symptoms such as diabetic ketoacidosis. The customer reported that the cannula was bent. The insulin pump will not be returned for analysis.